Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible. Additional information: report source, imdrf annex a and g codes.

Event description:
It was reported that the clinician would get a patient side occlusion alarm upon set up of the alaris device that could not be resolved by checking the lines for any kinks or clamps. When setting up the chemotherapy, the nurse had two channels produce this alarm, and had to get a third channel which finally worked. There was patient involvement but no harm.

Event description:
It was reported that the clinician would get a patient side occlusion alarm upon set up of the alaris device that could not be resolved by checking the lines for any kinks or clamps. When setting up the chemotherapy, the nurse had two channels produce this alarm, and had to get a third channel which finally worked. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.